Manufacturer narrative:
Concomitant medical device: dtma1d4 ICD, implanted: (B)(6) 2017.

Event description:
It was reported that the patient had a systemic infection. The device and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(6) 2017, 08:46:00, breiss1: the full lead in segments was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.